Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds due to dislodgement. The lead was explanted and replaced. The patient's condition post procedure was good.